Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the values were drifting widely during long cases of four hours or more. The device was not changed out, as more blood gases were sent to the critical care laboratory. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.